Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis (hd) machine with the low volume mode greyed out in dialysis mode during treatment. The treatment ultrafiltration (uf) was unable to be changed from 1500 ml/hour to 2100 ml/hour as a ¿max uf rate reached¿ message was received. It was reported that the machine was upgraded to new software and pediatric is now low volume. At this point, technical service advised that the machine would need to be shut off and ¿max uf¿ changed in service mode. It was reported that the patient¿s hd therapy would be extended 30 minutes to remove 1900 ml/hour as the low volume cannot be changed once the patient¿s treatment has started. Additional information has been requested, however, unable to be obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.